Manufacturer narrative:
(B)(4).

Event description:
It was reported that on an intra-aortic balloon pump (iabp) after pumping was initiated; the staff went to change the plug to a different outlet and the pump shutdown immediately. The staff immediately plugged back in and started pumping as soon as possible. They staff was concerned that patient may have to transfer to the cath lab or the or later in the day. Therefore, it was suggested to have another pump beside this one to change over to and send the pump to biomed to be checked out. The green power indicator is on however the yellow battery charged icon is not illuminated. Under show status stated charging 13.2v. Patient outcome: fine and unchanged during the event. No medical intervention required. No patient complications reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "pump shut down after unplugged from the outlet" cannot be confirmed. The pump was checked by the hospital biomed and no problem was found with the pump. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that on an intra-aortic balloon pump (iabp) after pumping was initiated; the staff went to change the plug to a different outlet and the pump shutdown immediately. The staff immediately plugged back in and started pumping as soon as possible. They staff was concerned that patient may have to transfer to the cath lab or the operating room later in the day. Therefore, it was suggested to have another pump beside this one to change over to and send the pump to biomed to be checked out. The green power indicator is on however the yellow battery charged icon is not illuminated. Under show status stated charging 13.2v. Patient outcome: fine and unchanged during the event. No medical intervention required. No patient complications reported.